Manufacturer narrative:
(B)(4).

Event description:
It was reported that in anesthesia, the patient's right vena jugulars was punctured with seldinger needle without problems. The guide wire was then advanced over the cannula, and the needle was drawn back. The dilator was advanced over the wire, and the puncture site was dilated and the dilator drawn back. When advancing the catheter over the guide wire, difficulty similar to a subclavian puncture however unusual for jugulars puncture, was met. User decided to remove the guide wire, and in doing so, the guide wire unraveled. As a result, both the guide wire and catheter were removed together. It was also noted that the coil of the guide wire was located inside the distal lumen. Placement of a new cvc in the patient's femoral vein was performed without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Additional information: additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. Device evaluation: it was reported that when advancing the catheter over the guide wire, difficulty was met was confirmed. One arrow-howes 12fr x 20 cm catheter, separated spring wire guide, and dilator were returned. Visual examination revealed the spring wire guide was separated into two pieces. One piece was a 31 cm length of coil wire with the weld intact on one end. The second piece consisted of the core wire with a partially unraveled coil wire. This section had several kinks/bends with the distal end curled. The j-bend was visible in the core wire. A manual tug test confirmed that the proximal weld remains intact. Microscopic evaluation found that the core wire was separated adjacent to the distal (j-tip) weld. The spring wire guide drawing specifies a length of 683 +/- 5 mm and a diameter of .838/.77 mm. The length of the core wire was confirmed to be consistent with the graphic indicating that no pieces are missing. Other remarks: the diameter of the guide wire measured 0.854 mm on an undamaged section of the swg. The catheter showed evidence of use but no defects or anomalies were observed. After removal of dried blood, a gage wire (.035") was inserted into the distal lumen to simulate use. No resistance was encountered. The instruction booklet describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. A device history record review was performed and did not reveal any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, operational context caused or contributed to the event. No further action will be taken.